Event description:
During an in-clinic follow-up, oversensing episodes and an increased in capture threshold resulting in a loss of capture (loc) were observed on the right ventricular (rv) lead. The device was reprogrammed as an interim resolution. The patient is stable.